Event description:
Noise was observed on lv lead via remote monitoring. Patient came to hospital and polarity was changed, but the situation didnt improve. Lead was capped and replaced due to suspected lead fracture.

Manufacturer narrative:
Combination product: yes.-

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. All wires of the conductor coil were found fractured 47.5 cm distal to the is4 connector pin, which is assumed to be the root cause of the clinical observations. Based on the characteristics, as well as the location of the fracture, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.